Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information available on dec 28, 2017 states that the right ventricular lead exhibited high capture threshold.

Event description:
It was reported that the right ventricular lead was dislodged. The lead was unable to capture at high output, and the r wave threshold had dropped. The patient admitted to lifting 50 pounds the day after the surgery, which most likely caused the dislodgement. The lead was explanted. The patient did not experience any symptoms, and the procedure had no complications.